Event description:
It was reported that the caller had issues with the time settings on their device. There was no adverse impact to the customer's blood glucose level. The caller was assisted by customer technical support (cts) to update the pump time and was advised to monitor for any future discrepancies. The caller understood and acknowledged the guidance provided.